Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced infusion set tubing detached from connector event on (B)(6) 2026. The infusion set was in use for two days. Tubing connector was clicked into the cannula housing/site at the time of connection. The patient replaced infusion sets and resumed insulin successfully. No further information available.